Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was missing from a tampon. She was able to manually remove the tampon and experienced soreness and irritation due to plastic wrapped around the tampon. Multiple attempts have been made to obtain further information, however, no further information has been received.